Event description:
Radial procedure, utilizing 6 french catheters. Upon removal of the sheath, placed a hemoband down, noted blood spraying. The tube of the sheath was still in the pt's arm, but the cap had pulled off. The sheath was able to be removed by hemostats, due to the portion of the sheath remaining outside the body. During the procedure there was some discomfort to the pt, some blood loss, but of no consequence to the pt.